Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported lot number dr17di27088; however, this lot number is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set with a y-site leaked. The reporter stated that the y-site was ¿defective¿ (further details not provided). This occurred during infusion of etoposide, and led to a leak of the chemotherapeutic solution on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.